Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced parts to resolve issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed. This usm was returned for failure analysis with two reported issues. The reported 32056 error was confirmed but not replicated, and error 31226 error was confirmed but not replicated. In artemis, the 32056 error "axes controller, arm (aca) failed to initialize i2c device" was followed by a 1123 error "encoder (p3=3)" was found on the pitch, and error 31226 "aurora link error reported by setup joint (suj) proximal axes controller setup (acu) check upstream link to umc" was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the customer reported to technical support engineer (tse) that universal surgical manipulator (usm) arm 3 kept faulting out. The system was not connected to onsite. The customer stated the fault was 32056 and kept calling for the arm to be disabled. The customer power cycled and hard power cycled the system twice and fault came back at power up. The procedure was aborted to another dv system with no patient involvement.